Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the ercp procedure, the resolution clip locked onto the mucosa; however, the clip would not release from the delivery catheter. Additionally, the handle of the device reportedly "broke apart." The physician then engaged the elevator on the scope and this enabled the clip to release from the catheter and successfully remain attached to the mucosa. The procedure was completed using this device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was deployed and was not returned. There were multiple kinks in the control wire, and the over sheath and the sheath grip were not returned. Additionally, the cross pin and spool cover were found to be detached from the spool. A review of the device history record (DHR) was performed; no anomalies were noted. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the ercp procedure, the resolution clip locked onto the mucosa; however, the clip would not release from the delivery catheter. Additionally, the handle of the device reportedly "broke apart." The physician then engaged the elevator on the scope and this enabled the clip to release from the catheter and successfully remain attached to the mucosa. The procedure was completed using this device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.